Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported deployment failure with the involved angio-seal device. The string snapped while trying to tamp with the angio-seal. Additional information was received on april 1, 2019. The procedure being performed for the patient was a femoral popliteal procedure (fempop). A 7fr sheath was used. There were no issues noted during arterial access, during attempted deployment, the physician heard a pop, and the device came out of the patient. They checked the patient's pulses with dopler, and the pulses were good, concluding all components were removed with the angio-seal. Hemostasis was achieved with manual compression. The patient was in stable condition, with no issues post hemostasis.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.